Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console displayed a "no com" error message on the pressure and temperature module during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced all pcb boards and batteries, but the issue persisted. Further troubleshooting found that the unit was not getting 5 volts from the power supply board. The entire unit was replaced the console was returned to sorin group USA for further investigation. Through visual inspection and functional tests, sorin group was able to confirm the reported issue and identified the root cause to be defective board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated at sorin group USA.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console displayed a "no com" error message on the pressure and temperature module during setup. A sorin group field service representative visited the facility and confirmed the issue. All pcb boards were replaced and new batteries were installed, but the issue persisted. The service representative found that the unit was not getting 5 volts from the power supply board. The facility elected to replace the whole sorin centrifugal pump console. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console displayed a "no com" error message on the pressure and temperature module during setup. A sorin group field service representative visited the facility and confirmed the issue. All pcb boards were replaced and new batteries were installed, but the issue persisted. The service representative found that the unit ws not getting 5 volts from the power supply board. The facility elected to replace the whole sorin centrifugal pump console. There was no patient involvement.